Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken stylet was confirmed. The product returned for evaluation was one green insertion stylet w/hydrophilic coating. A gross visual inspection of the stylet found that the outer coil wire had unraveled. Microscopic inspection of the core wire found that the fracture surface was granular and that the cross-section narrowed near the fracture site. Both of these features were indicative of tensile stress. Further inspection found that the distal weld tip was still present. The outer coil wire adjacent to the distal weld tip was still tightly wound. The outer coil wire at this location was stretched and it was determined that the core wire had broken at the weld tip. Inspection of the fracture surface at the weld tip found narrowing of the fracture site, further supporting that tensile stress had occurred. Resistance may be encountered during insertion of the stylet if the hydrophilic coating is not activated prior to insertion. Based on the features observed, the reported event was confirmed but there was insufficient evidence to determine a specific root cause. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that upon removal of (guide wire) it started to come apart in the middle of the surgery. No long-term effect.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.